Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was above 600 mg/dl with rapid, deep breathing, shortness of breath, chest pain, and dizziness. The reporter stated the patient treated their bg excursion with insulin injections. It was reported the pump was unable to prime. This complaint is being reported based on the allegation of the patient¿s bg excursion associated with a pump malfunction.

Manufacturer narrative:
(B)(4). Product analysis: the pump has been returned and evaluated by product analysis on 06/19/2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. The pump¿s total daily dose basal history corresponded appropriately to the active basal program. No warnings or alarms were observed in the pump¿s black box or history. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. A delivery accuracy test found the pump to be delivering within specification. The force sensor was found to be properly calibrated. No damage or defect was found to the pump¿s internal force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.